Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. Field service engineer powered station down, disassembled drawer and replaced the latch insep. While the drawer was disassembled, the engineer also reseated the retractor band cable and the row board cable at both the drawer controller and the module controller. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.